Event description:
It was reported that the connecting tube could not be connected to the channel connector in the reprocessing basin. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d9 date. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that external stress that was applied to the connecting tube which led to the breakage of the lock lever of the tube. Subsequently, the tube was unable to be connected. The user may have applied stress toward the wrong direction which caused the external stress. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.